Event description:
It was reported that the catheter was being placed in the sicu. At which time, the physician flushed and dressed the catheter. A nurse in the sicu noticed blood in the line and flushed it and noticed that the line was leaking from the clear extension lines. The catheter was leaking from a pine hole in the extension lines. As a result, the catheter was exchanged for the patient. There was a delay in treatment with no harm to the patient, no patient death, and no patient complications were reported. Additional information was received on (B)(4) 2011 - the nurse stated the catheter was placed by the physician and dressed and he left the room. An x-ray was then performed and that is when she discovered the blood in the line and the leak. It was in use approximately 10 minutes.

Manufacturer narrative:
(B)(4).